Manufacturer narrative:
This complaint is being filed in an abundance of caution. The end user stated that he got the lift second hand, has been using it for 6 months and he has not had it serviced. The caller was not able to locate the serial number on the lift but provided the serial number of the pump. Since the caller was unable to provide the serial number of the lift, it is unknown where the lift was manufactured, therefore this report is being filed under invacare (B)(4). In an effort to obtain more information and arrange a return of the lift numerous calls have been placed to the end user without success. The reporter was referred to local dealers/service centers. Should additional information become available, a supplemental record will be filed.

Event description:
Then end user states he had fallen from his chair and the 9805p lift was being used to lift him up. The leg on the base of the lift bent while he was being lifted.